Manufacturer narrative:
Pt was treated with antibiotics and recovered from the infection. Bench top testing has shown that duraseal does not support microbial growth.

Event description:
According to the rptr, dr. Used duraseal in a pt for posterior fossa craniotomy for a meningioma and the pt developed an infection 48 hrs post op. Pt was treated with antibiotics and recovered from the infection.